Event description:
The pt's family member called lifescan and alleged the one touch basic enhanced meter was powering off during use. The medical affairs specialist contacted the family member to confirm the info. They stated the meter had been powering off intermittently over the past 4 mos. The rptr stated the day of the incidence the meter read 339 mg/dl. The pt was taken to the dr's office because of feeling "spacey" and unable to walk well; the reading on the dr's meter was 402 mg/dl. The meter did not power off the day of the incident. The pt was treated with insulin and insulin was added to their regular routine. The pt was on "many oral medications." The customer care rep performed troubleshooting and verified the meter powered off during use. There is evidence the meter malfunctioned, however not that it led to an adverse event. The pt was high on the meter, high at the dr's office, and treated for high. The pt has multiple health problems. The meter and test strips were replaced and return is expected.